Event description:
A third party service center received info alleging that the device does not power up. The device was not in pt use.

Manufacturer narrative:
The ventilator was evaluated and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The device was not in use. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.